Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter fracture occurred. A blazer¿ ii xp was selected for a procedure however it was noted that the probe fractured without resistance when advancing. And that there was abnormal fragility. The procure was completed with another catheter. No patient complications were reported.